Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage / air in line could not be verified due to the product not being returned for failure investigation. A device history record review for model 11522558 lot number 210116053 was performed. The search showed that a total of 11,523 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the ball valve in the as lvp 20d 3ss cv bv pump infusion set failed and pulled air into the line. This occurred with 8 sets during use, and this complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "the ball valve in the pump infusion set failed and pulled air on 8 separate occasions."